Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Four (4) distal connectors out of 9 were not engaged during tigerpaw system ii device use. The 3-4 pledgeted sutures were successfully used to complete procedure. No known pt effect. No known blood lost referred to this event.